Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter allegedly due to a cuff roll.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted the balloon was not mushroomed on return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This met specification which stated, "balloon must not cuff after deflation". The balloon deflated in 37 seconds. The catheter measured to be 14 fr. Active length of the catheter balloon was measured (0.6170") and found to be within specification (0.60" - 0.90"). The balloon was dissected in order to measure the middle of notch to bottom of shaft distance. This measured to be 0.9555", which was found to be within specification (0.97" +/- 0.30"). Although the reported event was unconfirmed, a potential root cause for the reported failure could be oven failure. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter allegedly due to a cuff roll.